Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of ¿the low battery alarm did not sound" was not replicated. A "power down" alarm was recorded in the event log multiple times. Also, a "battery low" alarm and a "battery depleted" alarm were observed several times however, the reported issue could not be replicated during the device evaluation. No repairs were performed, and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the low battery alarm did not sound. The event occurred during patient use, and no patient harmed reported.